Manufacturer narrative:
An event of one of the leaflets of a valve being unable to close/co-apt properly was reported. The device was returned to abbott for analysis and the investigation found that both leaflets were intact and undamaged and that the valve rotated freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that (B)(6) 2023, a 23mm sjm regent mechanical heart valve with flex cuff was selected for implant. During the procedure, the holder handle fully inserted into the orifice at a 90 degree angle. It was noted after implanting the valve, that one of the leaflets was unable to close/coapt properly. Device was replaced with another 23mm sjm regent mechanical heart valve with flex cuff. The patient remained stable throughout the procedure. There was no clinical significant delay as the result of this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm sjm regent mechanical heart valve with flex cuff was selected for implant. During the procedure, the holder handle fully inserted into the orifice at a 90 degree angle. It was noted after implanting the valve, that one of the leaflets was unable to close/coapt properly. Device was replaced with another 23mm sjm regent mechanical heart valve with flex cuff. The patient remained stable throughout the procedure. There was no clinical significant delay as the result of this event.